Manufacturer narrative:
Trackwise # 363976. The device was returned to the factory on 10/07/2020. An investigation was conducted on 10/09/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be bent and twisted. The heater wire was attached at the base, but detached at the tip. The clear silicone insulation was observed to be intact on both the cold and hot jaws. No other visual defects were observed. Based on the returned condition of the device, the reported failure "material twisted/ bent wire" was confirmed, but was not confirmed for the reported failure "peeled; jaw".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire and silicone peeled back. Device never entered patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire and silicone peeled back. Device never entered patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.